Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The condenser was replaced, and the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.